Manufacturer narrative:
Additional information was received indicating that the device alarm condition issue was discovered during pvt test. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips by a customer that the unit alarm. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.